Event description:
It was reported that the patient visited the emergency room with chest pain and symptoms of heart failure (hf), and that the lead exhibited intermittent capture and sensing, and apparent dislodgement. It was further reported that the lead had dislodged twice since implant. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, full lead was returned and analyzed. Blood was also noted on the helix mechanism.